Event description:
This non-conductive suction tube packaging was opened, and it was noted that it had no ends on it. Additionally, there appears to be what looks like a dead ant in the tubing. This was replaced, so there was no patient harm.what was the original intended procedure?use on a patient.device #1is this a laboratory device or laboratory test?no.